Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 06/24/2016. Device returned to manufacturer - yes. The manufacturing site received the returned device. On the unit carton there was a handwritten not that mentions patient moved. The intraocular lens (iol) was returned at the manufacturer for evaluation. Visual inspection showed residue of viscoelastic (ovd) and loose particles in the optic body compatible with handling the lens and out of the sterile environment. No damages were observed on the lens surface. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that complications occurred during implantation surgery of an intraocular lens, model zcb00. The nature of the complications was not provided. The surgeon changed the lens. No additional information was provided.